Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that values were over 100 points off. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 09/07/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.